Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. During the procedure, it was reported that the "ibt could not advance through the cannula. The surgeon had to change to a vertebraplasty procedure". No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.